Event description:
The patient reported wearing the pod on the arm beyond 48 hours. The patient subsequently experienced fatigue and positive ketones (numeric value and units not provided) and sought medical attention on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis and received treatment consisting of intravenous fluids and pod therapy. Patient was released from the emergency room on the same day in the evening. The patient reported continued fatigue and not feeling great following discharge and patient self-administered intravenous fluids at home for approximately two days. Patient alleged the need for medical attention was related to the pod. Blood glucose were reported between 130 and 20 mg/dl with delayed postprandial reduction; exact values could not be provided as the patient was unable to recall specific readings. The pod associated with the event was not retained and unavailable for evaluation as the patient disposed prior to reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.